Event description:
Philips received a complaint by the customer on the v60 indicating a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The removed touchscreen from the device was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified the touchscreen passed diagnostic testing, passed calibration testing, and measured within specification parameters for flex circuit resistance. The device was confirmed to be operating per specifications and no failure was identified.